Manufacturer narrative:
Physio-control further examined the customer's device and determined that the cause of the reported issue was that the battery 1 keps nuts were only hand tightened and therefore not properly seated. As a result, the device would intermittently power off when battery 1 was in use and current demand was high (i.e. While printing). The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to print. There was patient use associated with the reported event; however, no further details about the patient or the event were provided.